Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Blood test performed on (B)(6) 2015 at 12:30pm with test result of 181mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/14/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:167mg/dl (B)(6) 2015 09:30am. 2:159mg/dl (B)(6) 2015 12:30pm . 3:156mg/dl (B)(6) 2015 06:00pm. 4:232mg/dl (B)(6) 2015 08:00pm. 5:184mg/dl (B)(6) 2015 08:00am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Additional product codes added. Correction lot #:test strips lot # ps2403 added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Blood test performed on (B)(6) 2015 at 12:30pm with test result of 181mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/14/2018 and open vial date is 09/2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Blood test performed on (B)(6) 2015 at 12:30pm with test result of 181mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/14/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.